Manufacturer narrative:
Occlusion is labeled in the IFU. Event still under investigation.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair. The procedure was conducted as labeled except for conducting main body proximal deployment before contralateral (left in this case) iliac wire guide placement. The final confirmatory angiography confirmed that there is no blood flow to left internal iliac artery. The left iia was occluded by left iliac leg. No add'l treatment was conducted and the procedure was completed. No pt outcome provided.